Event description:
It was reported that a malfunction alarm occurred with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.